Manufacturer narrative:
Since the actual sample was tested for temperature measurement accuracy on 25 degree centigrade and 45 degree centigrade and the results were conforming to the specification. The maximum deviation was under 0.14 degree centigrade and the evaluation of the actual sample did not confirm deviation. The complaint considered to be not justified. This medical device report is filed retrospectively following FDA observation number 4 received by degania medical devices pvt. Ltd. During the FDA inspection of 4-7 of november 2019. The observation was related to the fact that degania medical devices pvt. Ltd. Did not establish procedures for reporting mdrs to FDA as a manufacturer. Till then all complaints related to the devices produced by dmd were assessed for MDR reportability and submitted as necessary to FDA by degania silicone ltd. Another q medical devices division closely affiliated with dmd. Dmd CAPA number 73/19 was issued to address the observation; one of the CAPA actions requires dmd to perform retrospective review of all the complaints received during 2018 and 2019 and submit to FDA retrospective mdrs for the reportable events (with reference to original MDR report #8030107-2019-00024 filed by degania silicone ltd.).

Event description:
This is retrospective submission, following reassessment of our customer complaints during period 2018-2019. Customer's text: "according to the reporter, the patient's body temperature was measured by the nurse another way, because of problems with the reported devices in the past. They noticed that the temperature was measured incorrectly by the units. There were differences of -1 degree and +0.5 degree. There was no patient harm reported. There was no injury, it was just measuring of the body temperature. The temperature was measured with an ear-thermometer and there was no injury."